Event description:
The customer reported that the subject device was not displaying an image. The reported issue was observed while preparing the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no report of patient or user injury due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) reported that the subject device will not be retuned to olympus because it was suspected that no image was caused by a faulty maj-1154 (videoscope cable lucera). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device. H3 other text : device not returned.